Event description:
The customer reported the halogen light source had a short lamp life and the new lamp was burned out after 10 minutes. The issue was found when preparing the device for use. There was no procedure involved. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the device did not work due to a faulty temperature fuse. Due to disconnection in the thermal fuse, the power supply was interrupted. Replacing the thermal fuse resolved the issue. The main voltage was set to 240v. No other abnormalities were found during incoming inspection. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the faulty temperature fuse could not be determined. Olympus will continue to monitor field performance for this device.